Event description:
It was reported that there was a revision of the hip due to a squeaking hip. Intra-operatively the cup was in too much version. The neck was rubbing against the cup.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cup. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding malposition and audible noise involving a trident shell was reported. The event was not confirmed. Device evaluation not performed as no items were returned, patient kept them. Device history review and chr not performed, no device details provided. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a revision of the hip due to a squeaking hip. Intra-operatively the cup was in too much version. The neck was rubbing against the cup.